Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: patient was consented in preserve study and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2016. On (B)(6) 2016 patient presented with acute multi lobar/segmental pe's and dvt and was admitted to hospital. Decision made to trial a/c on heparin gtt. Patient tolerated it well. Switched to lovenox after 24 hours. Patient was discharged on (B)(6) 2016. This event was considered possibly related to the device. Additional information received (B)(6) 2018: stable on gtt. Patient outcome: resolved without sequelae. Date of resolution: (B)(6) 2016.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the patient presented with acute multi lobar/segmental pe's and dvt approx. Two months after filter placement. Patient was anticoagulated and discharged 6 days later. No imaging was provided and no product was returned. Therefore, based on information provided it would be inappropriate to speculate at what may or may not have caused the reported pe's and dvt approx. Two months after filter placement. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that the tulip filter was not manufactured according to specifications. Cook medical will cotinue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
¿No additional information regarding the patient and/or event has been received since the previous medwatch report was sent¿